Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, device failed to work after 1 year. Cystoscope showed mesh erosion of device into bladder. The device remains in situ and the patient is seriously injured. CT scan is pending.